Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective transistor on the pace/defib (pd) engine board. The pd engine board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.